Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to corrupted pca board programming. After reprogramming the pca board, the battery charger/modem was fully functional. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the corrupt programming. The last pt to use this battery charger/modem did not report any deficiencies.